Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the trunk cable had an intermittent open in the orange (+5v) wire. The cause of the failure was isolated to the open wire. The root cause of the open pulse wire is excessive force placed on the cable. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that belt was unable to communicate with a monitor.